Event description:
In 2005, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder endoprostheses. At an unk date, a type ii endoleak was discovered, along with aneurysm growth. In 2010, the physician explanted the devices and converted the pt to open repair using a bifurcated dacron graft. During the procedure, it was noted that the pt had several patent lumbar arteries that were contributing to the type ii endoleak. Images are not available, although the physician said the aneurysm grew from 5.2 cm to 6.5 in the course of one year.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Type ii endoleaks are a know risk factor for endovascular treatment of abdominal aortic aneurysms. Type ii endoleaks are a result of pt anatomy and are not indicative of device failure. Type ii endoleaks are anatomically induced by branch vessels such as lumbar arteries, inferior mesenteric arteries, etc. Available info does not indicate any evidence that the device contributed to the observed type ii endoleak. Additional device used in procedure.